Manufacturer narrative:
Device failure occurred, but did not cause of contribute to a death or serious injury.

Event description:
Product analysis was completed for the returned hand held device and it was reported that the serial adapter cable of the hand held device had been pulled out of its strain relief. The cause of the physical damage is most likely associated with mishandling of the device. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during analysis. Product analysis of the software confirmed there were no anomalies associated with the flashcard software or databases during flashcard analysis. The flashcard and software performed according to functional specifications. Due to the additional information received regarding the product analysis of the hand held device and the software and flashcards, it can determined that the failure to communicate was caused by open conductor found in the serial data cable of the wand, previously reported.

Event description:
It was reported that the programming system was unable to interrogate the vns patient¿s device. Another programming system was used and successfully completed the interrogation. It is believed that the source of the issues was the handheld serial cable. The handheld device, software flashcard, and programming wand were returned to the manufacturer for analysis. During product analysis, the wand did not communicate in the as received condition. It was noted that the serial data cable, which produced communications errors, had an open conductor. A known good bench serial data cable was substituted and all communications errors cleared. After the serial data cable was substituted with a known good cable, the programming wand performed according to functional specifications. Analysis of the handheld device and software flashcard are currently underway.